Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that due to a blockage in the channel they wee unable to pass the laser fibre and the case needs to be aborted.